Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to a case of endophthalmitis was found. A diagnostic was performed and (B)(6) was detected in the aqueous humor after the incident. The patient was given intravenous infusion of ceftazidime and vancomycin antibiotics, and topical use of moxifloxacin eye drops, levofloxacin eye drops, tobramycin eye drops for antibacterial treatment, anti-inflammatory treatment of prednisolone eye drops, atropine and compound tropikamide eye drops, dilated pupils, injection of ceftazidime next to the eyeballs, and b-ultrasound examination of the eye showed vitreous turbidity. On (B)(6) 2020, the inflammation had subsided. Later that same day, the inflammation of the affected eye recurred, room flash++++, cell ++++, increasing the frequency of medication, closely observation. On (B)(6) 2020, a b-ultrasound examination of the eye showed that the vitreous turbidity was significantly worse than before, so the "left eye vitreous puncture and injection + icl removal" was urgently performed. The aqueous humor and icl were taken out during the operation. Antibacterial treatment of sifloxacin eye drops, tobramycin eye drops, anti-inflammatory treatment of prednisolone eye drops, compound tropicamide eye drops to dilate pupils, gatifloxacin eye gel and tobramycin plain eye ointment 1 time/night treatment. From (B)(6) 2020 through to (B)(6) 2020, the condition of the patient's eye is stable, the patient's atrial flash +, cell 0, corrected vision restored to 1.0 -, icl bacterial culture 0, aqueous humor test: human alpha (B)(6) type 1, antiviral treatment is given to the patient, and the rest is the same as before. Cause of the event was due to patient related factor, patient suffered from oral ulcers, causing (B)(6).